Event description:
It was reported that the patient's pacemaker was explanted on (B)(6) 2024 after the patient symptoms of syncope. The patient's condition was unknown.

Manufacturer narrative:
The device was returned due to patient syncope. As received, a device was returned for analysis. Interrogation, preliminary testing, and visual inspection did not identify any anomalies.